Event description:
During in-service demonstration activities incidence of clean needlestick was reported. There was no patient involvement, needlestick occurred during product demonstration. No treatment or further detail has been provided.

Manufacturer narrative:
(B) (4). Device has been returned for eval but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will file a follow-up report detailing the results of the evaluation.